Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed march 10th, 2015.

Event description:
Per the clinic, the patient experienced headaches with and without device use; subsequently resulting in the decision to discontinued use of the device (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.